Event description:
It was reported that the patient¿s generator was unable to be interrogated by four different programming systems on two separate days. The patient had not felt stimulation for the previous two weeks. The generator was explanted and returned to livanova for product analysis. Analysis is underway but not yet completed. Programming history was reviewed for the generator and no anomalies were seen. The last data for the patient indicates that the generator battery measured between 75%-100%, approximately two months prior to the event. No additional or relevant information has been received to date.

Event description:
Product analysis was completed for the returned generator. The failure to program reported in MFR report #1644487-2019-01061 was not duplicated in the product analysis lab. The pulse generator (at a distance of one and one-quarter inches from the programming wand) was interrogated at multiple orientations adjacent to the programming wand. The pulse generator interrogated at all orientations. The proper functionality of the pulse generator in its ability to provide appropriate programmed output currents were verified in the product analysis lab. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery was 2.964 v shows an ifi = no condition. There was no evidence of a generator malfunction. High impedance was seen in the internal data from the generator after the date of explant. As no data was available prior to the date of explant, it is unknown if this high impedance is related to the explant procedure or had occurred prior to replacement. The high impedance is reported under MFR. Report # 1644487-2019-01370. No additional or relevant information has been received to date.